Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited noise. Programming changes were made. There were no patient consequences.

Event description:
New information received notes that the lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of noise and insulation damage were confirmed. As received, a complete lead was returned in two pieces. Visual examination of the lead found an external insulation abrasion breaching the ring electrode cable lumen with one abraded cable coating, the inner coil lumen was found intact at the proximal region. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to the external insulation abrasion which is consistent with friction to the device can.

Event description:
New information received notes that the lead was capped and replaced on 18 oct 2023. The patient was stable.